Event description:
It was reported through the article fixation of the short global tissue-sparing hip stem from the bone & joint journal that gts stems showed an initial migration pattern of varization (x-translation combined with z-rotation) and posterior translation (z-translation). No adverse event has been reported for patients involved in this study. No additional information on patient is available.

Manufacturer narrative:
(B)(4). E1: a second surgeon was part of the clinical study, here is the information on this person: title: (B)(6). First name: (B)(6). Last name: (B)(6). Establishment name: (B)(6). Country: netherlands. Address: (B)(6). City: (B)(6). Post office: (B)(6). E2: telephone number: (B)(6). Health professional: yes. E3: occupation: physician. This follow-up report is being submitted to relay additional information. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
(B)(4). The product analysis can't be performed as the product was not returned. No further information provided (x-rays, surgical report, photographs, lab test). The review of the device manufacturing quality can't be performed as the product reference and batch number was not communicated. A complaint extract was done regarding implant malpositioned: 1 complaint (16 products), this one included, have been recorded on gts femoral stem, from (B)(6) 2018 to (B)(6) 2021. The complaint history, regarding the reference number, can't be performed as it was not communicated. The complaint history, regarding the batch number, can't be performed as it was not communicated. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported through the article fixation of the short global tissue-sparing hip stem from the bone & joint journal that gts stems showed an initial migration pattern of varization (x-translation combined with z-rotation) and posterior translation (z-translation). No adverse event has been reported for patients involved in this study. No additional information on patient is available.

Manufacturer narrative:
(B)(4). Report source: foreign - event occurred in (B)(6). Report source: literature - this event has been identified from the journal article of m. J. Nieuwenhuijse, s. B. W. Vehmeijer, n. M. C. Mathijsen and s. B. Keizer (2020) "fixation of the short global tissue-sparing hip stem - two-year follow-up results of a randomized controlled clinical and roentgen stereophotogrammetric analysis study",the bone and joint journal, vol. 102-b(6); 699¿708.doi: 10.1302/0301-620x.102b6. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported through the article fixation of the short global tissue-sparing hip stem from the bone & joint journal that gts stems showed an initial migration pattern of varization (x-translation combined with z-rotation) and posterior translation (z translation). No adverse event has been reported for patients involved in this study.